Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections d2. The correction information is reflected in this report. D.2 section incorrectly reported as mns product in the previous report, which is correctly reported as bzd product in this follow up report.

Manufacturer narrative:
The section b4 date in the previous report was incorrect and it should have been 06/30/2022.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section d3 was corrected by capturing manufacturer name, city and state which was missed in second follow report. Section g3 was incorrectly captured in second follow report.